Event description:
It was reported that the patient was experiencing recharge burden that was due to the position of the ipg. As a result, surgery occurred on (B)(6) 2025 where the ipg was repositioned. During the procedure an impedance would not clear on the lead, so it was replaced. Patient issues have been resolved and therapy restored.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.